Manufacturer narrative:
Cracked reservoir tube lip and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 69 mg/dl. Troubleshooting was performed. The device was returned for analysis.